Manufacturer narrative:
Visual inspection of the returned device revealed that there was no saline in the balloon. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is compressed and resulting in balloon pull through the arteriotomy and into the sheath. An inflation test was performed to determine if there were leaks in the balloons, but no leaks were observed. Pressure was held with proper functioning of the inflation indicators. The balloon passed all performance tests and was found to be within spec. The review of the lhr (lot f1406002) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following info was reported: "the device went through the sheath, the physician filled up the balloon per the instructions and the balloon was still really pliable". Manual compression was applied for 20 minutes. There was an injury to the pt. The pt's hospitalization was not extended due to the mynx. The aci asm ((B)(6)) went to the facility on (B)(6) 2014 and she stated to the aci sales rep that she tested the balloon and the balloon held pressure. The aci sales rep spoke to the physician on (B)(6) 2014 who stated that it felt as if the balloon pulled into the sheath during the procedure therefore he aborted the procedure.